Manufacturer narrative:
These fields are incorrectly submitted into the previous emdr please cancel in your data base: d1,d4,g4,h4. Corrected fields:d7,d4(lot). Updated fields:b4,d9,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11. The event involved difficulty monitoring arterial pressure due to an abnormal waveform shortly after insertion of an intra aortic balloon pump via the femoral route. The iab was used for less than ten minutes and no patient injury or harm was reported and the patient was not being moved at the time of the event. Blood could not be withdrawn from the catheter line and the catheter was not flushed. The balloon catheter was replaced with another getinge balloon after which a normal arterial waveform was observed and no malfunction such as blood leak or blood back was reported with the second balloon. Feedback from getinge indicated the abnormal waveform was likely catheter whip caused by balloon inflation leading to movement of the catheter tip especially if tip placement was high or near the aortic wall.

Event description:
N/a.

Manufacturer narrative:
Contact person ph. Number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra aortic balloon (iab)had strange wave form when started while device was in use. No harm or injury to the patient was reported.